Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Patient sent a request to stryker (B)(4) and reported the following event, I was operated of ankle at the (B)(6) hospital on (B)(6) 2015. "I have since eczema and asthma. The allergist thinks it may be an allergy to the heavy metals contained in the screws. The surgeon told me that he placed stainless steel screws manufactured by your company, and the allergist asked me the precise composition to be able to target the tests. I would be grateful if you could provide me with that information. That is very important to me."